Manufacturer narrative:
The investigation determined the centrifugation time was too short. A pre-analytical issue could not be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained of a questionable high elecsys troponin t hs assay result for 1 patient tested on a cobas 8000 e 801 module. The initial tnt hs result from sample a was 53.5 ng/l. Sample b had a tnt hs result of < 3 ng/l. On 28-sep-2019 the sample a was tested on the same instrument and had a tnt hs result of < 3 ng/l with a data flag. The initial high tnths result was reported outside of the laboratory. The tnt hs reagent lot was 37069500 with an expiration date that was requested but not provided.